Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, was treated with oral antibiotics (specific date not reported) for a duration of 3 weeks followed by IV antibiotics (specific date not reported) for a duration of 3 weeks. The patient underwent a revision surgery to clear the infection in the sutures under general anesthesia on (B)(6) 2025. However, the infection recurred, resulting in the decision to explant the device. The device was explanted on (B)(6) 2025. Re-implantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Per the clinic, the patient was hospitalised (specific date not reported) overnight for administration of IV antibiotics. Device analysis report attached.